Event description:
It was reported that the customer experienced a malfunction alarm indicated by malfunction code 12 while the device was placed next to an electric blanket. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction persisted, prompting the replacement of the pump. The customer was guided on receiving a pump with updated software and instructed on returning the faulty pump. The customer understood and acknowledged all instructions, and a replacement pump was sent.